Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the implant procedure that there was noise observed on the extravascular (ev) lead. The lead was successfully placed, and sensing was possible off of ring 1, ring 1-coil 1, and ring 1-coil 2. However, there was an inability to sense off of ring 2 in any fashion. Two analyzers and two sets of pacing cables were attempted. It was noted the sheath was pulled back past the ring 2 electrode. A new lead was tried with a similar result. The lead was re-tunneled further midline, resulting in adequate r waves with no noise. A successful dft was achieved at 30j and the implant procedure was completed. No patient complications have been reported as a result of this event.